Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 100 and 130 mg/dl. Tests were done using 1 fingerstick within 10 minutes. Several days later, he retested and got 136 mg/dl. Reporter stated that he had used unopened test strips that were about one year old. He then cleaned the meter, opened new test strips, and got results of 94 mg/dl on surestep and 98 mg/dl on accucheck. He did not have any symptoms. On follow-up reporter did a control solution test using new strips and solution that was within range 123 (95-142).